Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) who reported that the hcp needed to do a catheter revision. The patient thought the catheter came out last thursday. The hcp put on a new spinal portion of the catheter and attached it to the original. (See (B)(4) for initial mpxr 889517). Additional information was received from the company representative who reported that the explanted catheter was discarded. Additional information was received from the company representative who reported that the same issue happened again after the previous revision. The catheter had backed out of the intrathecal space, however the anchor was still in place so a revision was performed on (B)(6) 2021 and the spinal portion of the catheter was replaced again. The patient did not have use of their legs but was mobile otherwise so they were looking at activity, transferring, etc. That might have contributed to the catheter coming out of place. They did not think the pump was flipping this time, but this had been reported previously (see (B)(4)).

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); product type: catheter. Product ID: 8784; serial#: (B)(4); product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-apr-2023, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 04-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.